Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified superficial femoral artery. A 3mmx40mmx146cm coyote balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.